Event description:
On 1/29/99 a nellcor puritan bennett failure investigation technician, while investigating the product, verified intermittent alarm conditions. Initial info rec'd suggested no pt harm or treatment change. This is not an admission by mallinckrodt nellcor puritan bennett that the device caused or contributed to the event alleged in the report.